Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Additional pro-codes: mni, kwp, kwq, nkb. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the dr operated on pt: (B)(6) at (B)(6) hospital on the (B)(6) 2019 for broken rods. Both longitudinal rods had breaks in 2 places each and has had at least 2 revisions for broken rods, one in 2018 and 2014, I do not know when the primary surgery was. Pt: (B)(6) has a posterior fixation from high thoracic to the pelvis as well as a corpectomy for a tumour resection, operated on previously. The dr removed one uss gold screw (this screw was not broken or loose) to provide space for an end to end connector on the longitudinal rod and a second end to end connector was inserted lower down on the construct, on the opposite side he had the space to insert another 2 x end to end connector. Parallel connectors were inserted on both sides and a rod was inserted to run parallel to the longitudinal rods and transverse connectors were used as well to secure these rods to the initial longitudinal rods. The dr indicated that this was not a failure of the system. There are no implants to be returned as the broken rods are insitu. Please note: the dr do not have any previous usage for the impacted broken rods and therefore cannot give product details other than that it was a 6mm rod and these come in various lengths. The patient status/ outcome / consequences is unknown. Concomitant devices reported: extension-connector f/uss ø6/6 tan (part#: 498.165, lot#: unknown, quantity#: 4). Snap-on transverse connector l47-62 f/r (part#: 04.633.347, lot#: unknown, quantity#: 2). Snap-on transverse connector l62-90 f/r (part#: 04.633.364, lot#: unknown, quantity#: 1) . Parall-connec f/uss ø6/6 tan (part#: 498.160, lot#: unknown, quantity#: 1) . Uss-ii polyaxial sleeve f/r ø6 tan green (part#: 04.607.412, lot#: unknown, quantity#: 2). Uss-ii nut tan green (part#: 499.294, lot#: unknown, quantity#: 2). Rod ø6 soft l100 ti (part#: 498.152, lot#: unknown, quantity#: 1). Rod ø6 soft l150 ti (part#: 498.154, lot#: unknown, quantity#: 1) . This (B)(4) captures the third (3rd) revision surgery, while (B)(4) captures the second (2nd) revision surgery due to broken rods. This complaint involves two (2) devices. This report is for one (1) 6.0mm ti soft rod 100mm. This report is 2 of 2 for (B)(4).